Manufacturer narrative:
Siemens filed MDR 1219913-2020-00650 initial report on 12/17/2020. Additional information - 12/17/2020 siemens concluded investigation for advia centaur xp sars-cov-2 igg (cov2g) lot 002 nonreactive results that were considered discordant compared to the reactive results of advia centaur xp cov2t and an alternate method. Pcr testing performed months before was positive. There is not an expectation the siemens cov2g assay correlates with all serology methods due to different antigens being used, different specificities and sensitivities of the serology methods and the assay architecture. The cov2g and cov2t may not always correlate. The cov2g method measures igg antibodies and the cov2t method detects igg and igm antibodies. The cov2t assay is more sensitive than the cov2g method. The limitations section of the instructions for use states the following: "a nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (preseroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients.". "Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." Based on the information provided, advia centaur xp cov2g is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated. MDR 1219913-2020-00549 supplemental 2 report was filed for the 2020-10-27 results.

Manufacturer narrative:
Calibration and quality control (qc) results were valid. The affected samples were centrifuged at 4000 rpm for 10 minutes. Customer states there was no preanalytical sample issue. Siemens provided service to the instrument. A valve related to aspiration and dispense probes was replaced. Diluters were maintained. The system primed. Calibration was performed, and qc was run. Patient samples were repeated. The limitations section of the instructions for use states: "performance characteristics have not been established for the assay used in conjunction with other manufacturers' assays for specific sars-cov-2 serological markers. Laboratories are responsible for establishing their own performance characteristics." "Results obtained with the assay may not be used interchangeably with values obtained with different manufacturers' test methods." "Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "A nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (preseroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." A false negative/nonreactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens is investigating. MDR 1219913-2020-00549 report supplemental 1 report were filed for the (B)(6) 2020 results.

Event description:
A customer obtained nonreactive (negative) advia centaur xp sars-cov-2 igg (cov2g) results for samples from three patients who had previous pcr testing with positive results. The same samples were retested and negative results were again obtained. The nonreactive (negative) advia centaur xp cov2g results were considered discordant compared to the positive alternate method (elisa igg) results and advia centaur xp sars-cov-2 total (cov2t) reactive (positive) results. The same samples were tested with advia centaur xpt cov2g at an alternate site as part of customer troubleshooting, and nonreactive (negative) results were obtained. The nonreactive (negative) cov2g results were reported to the physician and questioned. There are no known reports of patient intervention, or adverse health consequences due to the discordant (negative) cov2g results.